Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked from an unspecified location. This occurred before last drain of peritoneal dialysis therapy. The patient was connected during the time of the event. There was no report of patient injury or medical intervention associated with this event. No further information available.